Event description:
It was reported that the patient received inappropriate therapy due to post-sensed t-wave oversensing on the ventricular lead. The lead was removed due to dislodgement when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.